Manufacturer narrative:
(B)(6). Additional suspect medical device component involved in the event: model #: sc-8216-70 serial/lot #: (B)(4). Description: artisan surgical lead, 70cm the explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having pain at the incision site. The patient underwent a revision procedure wherein one lead was cut out and removed due to nerve root impingement. It was believed that the nerve root impingement was procedure related. The patient was reportedly doing well postoperatively.